Event description:
A 4.5 mm x 18 mm pipeline embolization device was advanced through marksman catheter. Advancement through the marksman catheter was felt to be difficult from the beginning by the physician. Once it was deployed the distal portion of the pipeline device into the right m1 segment and after saw manipulation, physician noticed that the distal end of the pipeline device opened up, but there was a constriction approximately a mm proximal through it and then they were able to form "cigar" shape proximal to the constriction. Physician tied to use multiple maneuvers to get it to open better and attempted to resheath the device back into the microcatheter and readjust their location and landing zones. Once they were able to pull it back to where they wanted it and they got more opening of the distal portion, there was significant difficulty opening it more proximally, once they were proximal to the aneurysms. Multiple wagging techniques were performed. Despite this, the device would not open and they continued to experience significant difficulty maneuvering the pipeline device and microcatheter specially resheathing was extremely difficult. At this point especially when they noticed that they were unable to resheath the device, they decided that the microcatheter and the device combination was not working and the microcatheter was probably damaged. They decided not to take a chance on this pt as the device was not opening up and removed the pipeline device along with the microcatheter.